Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the communication error cause is traced to component failure. However, a cause for the white residue could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited an e216 error code, including white residue observed inside the air and water channel cylinder and auxiliary channel. There was no patient involvement.

Event description:
Correction to h9

Manufacturer narrative:
This report is supplemented to provide a correction to a previously submitted report. Corrected field: h9 - value was incorrectly reported and should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.